Event description:
The dialysis center administrator reported that during the months of may and june, 61% of the site's dialyzers developed a leak sometime during the first through ninth re-processing cycles. All leaks occurred during re-processing. Therefore, there was no patient involvement.